Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the objective lens was dirt. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and corrected information. Updated fields: g1, h2, h4. Corrected fields: d5 - operator of device and d5 - other operator of device should be: other and olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.